Event description:
This spontaneous report was received from a us healthcare professional and concerns a patient. The patient was injected with radiesse, into the chin (off label use of device), on (B)(6) 2022. In 2022, after the radiesse injection, the patient experienced migrating through the lip. White product was visible inside the mouth and under the lower gum line. It was soft and without pain. The outcome of the event was unknown. Follow-up information was received on 22-sep-2022: this case was upgraded to serious. The suspect product was re-coded from radiesse to radiesse(+). The event term migrating through the lip was amended to migrating through the lip/filler migrated to superficial mucosa inside the mouth. The coding remained unchanged. The patients age, date of birth, gender (female) and weight (reported as approximately 54.4 kg) were provided. She was 20 years old at the time of the event. She was injected with a total of 3 ml of radiesse(+). Batch number was reported as a00057110. A lot search in the global safety database was conducted. The batch record review was received and the lot number for radiesse(+) was confirmed a00057110 (expiry date: 04/2024). The patient had no filler treatments in the past. The patients medical history and concomitant medication were reported as none. On (B)(6) 2022, after the radiesse(+) injection, the patient experienced that the filler migrated to superficial mucosa inside the mouth during enhancement of the chin length and projection. No laboratory tests were performed. Corrective treatment was reported as none (also reported as to watch and wait). No treatment was necessary to prevent permanent damage. At the time of this report, the event was present. Due to the provided information, the outcome of the event was considered as not resolved (changed from unknown). In the opinion of the reporter, the event was permanent and related to radiesse(+).

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event migrating through the lip/filler migrated to superficial mucosa inside the mouth (pt: device dislocation), was deemed to meet the serious criteria of permanent damage. The device history record of radiesse(+) injectable implant, lot number a00057110, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted, no nonconformances were noted that would have contributed to this event.